Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the right ventricular (rv) was exhibiting noise. The patient was brought into the clinic and isometrics testing was able to reproduce the noise. The physician opted to replace the rv lead, a new lead was successfully implanted. The patient was in stable condition.